Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter had difficulty penetrating the patient's skin during use and "would not advance". Visually checking the catheter revealed that the tip of the needle was "very thick" and therefore defective. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "both nurses reported that the catheter was very difficult to penetrate the skin and would not advance. I visualized the first catheter before it was retracted and the catheter part looked very thick at near the tip of the needle."

Manufacturer narrative:
Received one unit reported from lot number 9049972. The original packaging was not received. The unit was reported to be involved in the complaint event. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Bd examined the catheter tip for any damage or deformations that could cause a high catheter penetration force. The catheter tip is being examined using tip-009 version d revision 08. No damage or deformation was found along the catheter tubing. After examining the catheter tip, it has been graded with a tip quality of 3j which is considered good per tip-009 and does not warrant corrective action. The cannula was also inspected. The tip quality was rated using mm-90 version a revision 03. The notch was inspected for anomalies/damage. After examining the cannula tip, it has been rated b which is acceptable per mm-90. Other potential causes in the peura include short lie distance and incorrect lube settings. The lie distance cannot be tested accurately as the received unit was retracted and resetting the needle to the condition in which it was shipped to the client from manufacturing is impossible. Incorrect lube settings cannot be tested for as the unit has been used and lube would be removed during the insertion. Lube would also have been lost by rubbing against the edges of the container in which the sample was received in. Conclusion(s): not confirmed: the root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter had difficulty penetrating the patient's skin during use and "would not advance". Visually checking the catheter revealed that the tip of the needle was "very thick" and therefore defective. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "both nurses reported that the catheter was very difficult to penetrate the skin and would not advance. I visualized the first catheter before it was retracted and the catheter part looked very thick at near the tip of the needle."